Event description:
A mother of a pt called zoll customer support to report that the patient's electrode belt had a damaged cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable was confirmed) upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.